Event description:
The customer tested his blood glucose using his contour meter and received a 81 mg/dl. He repeated the test on another contour meter and received a result of 171 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. New strips were sent to the customer and he is to return his strips for evaluation.